Event description:
It was reported that the device did not occlude and did not alarm and the case was cracked. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device and initial reporter sent report to FDA are unknown. No information has been provide to date,

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the pump failed range on the pressure station, the downstream sensor was damaged and fluid ingression was observed. The front and rear housing were damaged. Root cause of the reported event is unknown, but sensor damage and fluid ingression were noted. Recommended the downstream sensor and front/rear housing assembly be replaced. The returned product is beyond 16 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 10 years and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: additional information received on 10-aug-2022 via email and attached to complaint object: the unit was brought in for repair. There was no details about problem stated by department. Department told that there is no record of any clinical event recorded. It was tested in shop and found defective. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6400. H4: correction: device manufacturing date: 17-oct-2006.